Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reported full system explant. No reason was given. Additional information was received from manufacturer representative (rep). Rep clarified patient had the entire right side removed due to hardware erosion. The patient had the remaining hardware removed from the left side. According to the family he had not been receiving much benefit from the left side and has going to explore alternative treatments that required the remaining implants to be removed.